Manufacturer narrative:
Continuation of concomitant products: d314trg crtd, implanted (B)(6) 2012 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead was not capturing. The lead was capped and not replaced due to a device downgrade from a cardiac resynchronization therapy defibrillator (crt-d) to a implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.